Event description:
It was reported to philips that the ECG port connector was damaged. There was no patient involvement. The field service engineer (fse) found the ECG port connector needs to be replaced per customer requests. Upon conclusion of the evaluation, it was determined that the measurement panel that contains the ECG port requires replacement. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.